Manufacturer narrative:
Additional system service was completed. It was reported the ps1 was replaced. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID bi70002000-g30 (unknown serial/lot); product type: ; implant date n/a; explant date n/a h3, h6) no parts have been returned to the manufacturer for analysis. Applicable codes: b17, c20, d15 multiple fdd/annex a codes were reported. A110201 was coded for the system getting stuck in initializing. A0719 was coded for the system going back into initializing. A090501 was coded for the system going into initializing when trying to take a spin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing when booting for a scan and plan before a case. The system was rebooted and the system was able to initialize. Two hours into the case the site was looking to take another spin, but the image acquisition system (ias) indicated that it was back into initializing. The system was already booted and went from steady state back to initializing. The system was rebooted a second time and passed the initializing point allowing for the last spin to be taken. There was a surgical delay of about 2 minutes and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID: bi71000450, lot number: unknown. H6: the system was serviced in the field and it was found power supply 1 (ps1) was at 4.8 vdc, cleaned terminals and adjusted output to 5.12vdc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The power supply was returned for analysis. Functional testing determined that the power supply was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.